Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump's up and down arrows were unresponsive after being dropped. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. Caller reported that the customer's blood glucose level had been between 100 and 200 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.